Event description:
"(B)(6) received information that following the implant of an unknown transcatheter bioprosthetic valve, the patient became increasingly confused, hypoxic, hypotensive, and subsequently coded in the post anesthesia care unit. An arterial line was placed and vasopressor medication was initiated. The patient was administered several doses of medication and was taken urgently for a computed tomography (CT). The patient was then transferred to the critical care unit and within minutes upon arrival, the patient's mean arterial pressure dropped significantly. Intravenous medication was administered which included the maximum dosage of a vasoconstrictor to increase the patient's pressure. The CT scan was reviewed and showed a new extraperitoneal hematoma that measured 13x8x10cm was observed in the left hemipelvis. Due to concern for ongoing bleeding, hemorrhagic shock, and potential for therapeutic intervention, the patient was transferred to a hybrid operating room for a catheterization procedure. Two units of blood were transfused for resuscitation. Upon assessment in the catheterization laboratory, no active bleed was identified. The patient was returned to the ccu without pressor medication requirement. The patient's renal function had worsened due to contrast used during the two catheterization procedures; renal function was improved on the fourth post-operative day. No additional adverse patient effects were reported. Additional information was received which indicated that prior the planned valve trans cather valve implant, the patient was admitted for dyspnea on exertion (doe) with hypoxia with concern for asthma exacerbation and acute decompensated heart failure (adhf). Lower extremity edema and a b-type natiruretic peptide (bnp) of 202 were observed also upon presentation. Treatment for a presumed asthma exacerbation included nebulizer treatments, bronchodilator and anti-inflammatory medications including a steroid were administered. The asthma exacerbation treatments extended 8 days post the transcatheter aortic valve procedure. Repeat chest x-rays demonstrated stable findings with bilateral reticular opacities suggestive of small airway inflammation. Intravenous (IV) diuretics were administered as needed with a goal of 1-2l daily for the adhf. Cumulative fluid loss of 5.6 l on day of discharge with return to baseline functionality and a weight of 263 pounds achieved. The extraperitoneal hematoma was considered resolving. The delivery catheter system was accessed via the left femoral artery for the valve implant procedure. The extraperitoneal hematoma was now considered causal to the sheath and procedure. Hemodynamic monitoring and prolonged hospitalization occurred as result of this event. Hemorrhagic shock was not confirmed but reported as likely. However, the shock was later reported as vascular bleeding. The patient was discharged 5 days following the valve implant procedure. The vascular bleeding was considered resolved approximately 2 months later. No additional adverse patient effects were reported. Additional information was received which indicated that the transcatheter bioprosthetic valve was implanted within the native aortic valve. The cause of the hematoma was vascular bleeding and no patient anatomy contributed to the injury. Per the physician, the causal device for this event was a non-medtronic external sheath that was utilized during the valve implant procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).